Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation, tissue damage, and heart failure it was reported on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One xtw clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital with a symptom of heart failure. Echocardiography showed a dislocation of the implanted clip and a chordae tendineae rupture, causing mr to return to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. To stabilize the partially moved clip, an additional ntw clip was deployed medially and successfully implanted, reducing mr to a grade of 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement), mr, tissue injury, and heart failure cannot be determined. Additionally, the reported patient effects of mr, tissue injury, and heart failure are listed in the instructions for use (IFU), and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.